Event description:
The recipient's internal magnet reportedly extruded due to eczema at the implant site. The magnet has not been replaced. The recipient's site is healed. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The internal magnet was received on (B)(6) 2017. The device passed the tests performed. No corrective action is indicated. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient reportedly underwent magnet revision surgery.

Manufacturer narrative:
The recipient reportedly experienced a displaced magnet. The recipient underwent revision surgery to replace the internal magnet.